Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No unexpected no delivery alarm and no cosmetic damage noted.

Event description:
It was reported that the customer received a no delivery alarm on their insulin pump. Customers blood glucose level was reported at 381 mg/dl. Product is being replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.